Event description:
T was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet segment 2 (a2) prolapse for a mitraclip procedure. After positioning an xtw clip in the atrium and entering the ventricle, a grasp was attempted unsuccessfully (did not fully grasp the anterior leaflet). When raising the grippers to reattempt the grasp, the anterior leaflet became stuck between the gripper and the catheter. The implanter was unable to remove the leaflet from this position despite troubleshooting. The grippers continued to drop and raise normally, however, the leaflet remained stuck. Another grasp was performed. The posterior leaflet was well seated in the clip. The anterior gripper was dropped and the clip was closed. Despite the anterior leaflet being stuck in a suboptimal position, both leaflets were grasped by the clip arms and taut when the clip was close. The mr was reduced. A second xt clip was prepped and inserted immediately lateral to the first xtw clip to further reduce mr. Both clips appeared stable on fluoroscopy and the echocardiogram. The patient remained stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught on leaflet was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.